Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
The reported problem broken wrist was confirmed. A us distributor reported that a patient lost her balance due to the device swinging around her back and fell. The patient reported her wrist was broken and she received a cast. During a follow-up, the patient stated that her injuries are improving, and she will be starting physical therapy. Supplemental report 10/05/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
The reported problem broken wrist was confirmed. A us distributor reported that a patient lost her balance due to the device swinging around her back and fell. The patient reported her wrist was broken and she received a cast. During a follow-up, the patient stated that her injuries are improving, and she will be starting physical therapy.